Manufacturer narrative:
Initial reporter facility name: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter left (l-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak issue occurred. When inserting the dilator into the vizigo¿ sheath, the physician felt some resistance at the hemostatic valve, but was able to get the dilator in. However, the biosense webster, inc. (Bwi) representative noted that there was some bleed back in the valve. The physician continued the case to completion without changing out the vizigo¿ sheath. The hemostasis valve (gasket) was not broken. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was being used on the patient and air did not enter the patient¿s body. The issue did not require percutaneous, surgical removal or medical intervention. Patient hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was very minimal because the bleed back at the valve stopped when the physician inserted the ablation catheter. He left the ablation catheter in the sheath until the entire sheath was pulled from the groin.

Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001780 number, and no internal action related to the complaint was found during the review. Based on the mre, the h 4. Device manufacture date has been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).